Event description:
It was reported that during a procedure to implant a vascular stent in a heavily calcified iliac artery, the tip of the catheter detached. Reportedly, the detached marker ring remains entwined around the implanted stent. There is no report of injury to the patient; however, a bypass procedure has been planned. The patient is reported to be doing fine in the meantime.

Manufacturer narrative:
The device history records are being reviewed. The stent remains implanted and the delivery system was discarded by the user facility. The investigation is currently underway.